Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the needle tip of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, before use. No reported medical intervention or serious injury.

Manufacturer narrative:
Bd received a sample and photos from the customer facility for investigation. The customer sample and photos were evaluated and the customer¿s indicated failure mode of foreign matter on the cannula with the incident lot was observed. Visual inspection under magnification was conducted on the sample, and green plastic material from the IV shield was identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photo, the customer¿s indicated failure mode of foreign matter on the cannula with the incident lot was observed. Upon inspection of the customer sample and review of the photos, the sample did not meet the required specifications. Based on the investigation, the root cause/potential root cause for the foreign matter on the cannula was determined to be manufacturing related.